Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30104475l number, and no non-conformances related to the reported complaint condition were identified. Manufacturer's reference (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and 1 hour into the procedure, the irrigation holes were obstructed by thrombus. A flush was conducted outside the patient¿s body without resolution. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one. The procedure was completed without patient's consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The occlusion issue was assessed as not reportable. Occlusion or no irrigation was highly detectable by the physician. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The thrombus issue is considered a reportable event.

Manufacturer narrative:
Investigation summary- it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and 1 hour into the procedure, the irrigation holes were obstructed by thrombus. A flush was conducted outside the patient¿s body without resolution. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one. The procedure was completed without patient's consequence. The device was inspected, and a small red dot was found in the dome, this is related to the thrombus reported by the customer. Then, during the second visual inspection no thrombus was observed, this is related to the decontamination process. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed, and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Then, a patency test was performed, and the irrigation holes were observed occluded. The dome was dissected, and foreign material was found inside. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed that foreign material was primarily composed pf a biological-based material, this could be related to the thrombus observed in the tip dome. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the thrombus observed cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the procedure. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Additional information was received on january 31, 2019. It was reported that the system did not present any error messages and the physician did not see any product problem. There were no issues related to temperature or flow on the catheter. Power control was used. The temperature, impedance and power settings were as follows: maximum ablation time per point 30 sec; output 30 w;· contact force value average: 10 g; irrigation flow rate normal as "30 w or less 8 ml / min or 31 w or more 15 ml / min; rf delay time 1 sec; post rf time 1 sec; ablation method was point by point. The smartablate gen. Kit (japan), catalog number m4900207 / serial number (B)(4) was used. There was no information if they using an anticoagulant or saline solution. The patient did not exhibit any neurological symptoms since the procedure was completed. The biosense webster, inc. Product analysis lab received the product on february 8, 2019. The initial visual inspection revealed a small red / brown dot on the side of the dome. The product analysis lab analysis showed evidence of thrombus formation which confirms the customers complaint. The thrombus assessment remains reportable. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference #: (B)(4).